Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in may 2022. Investigation results: at that time, we did not receive the complaint sample for evaluation. The forwarded pictures are inconclusive. Conclusion: without the complaint sample, we cannot conclude on the real cause of this incident. This is a rare incident, no increasing trend is detectable in our complaint database. Consequently no corrective action is envisaged.

Event description:
After removing the port, it was found that the scale of the catheter did not match the actual scale. The measurement at the 5cm mark corresponds to 3.5cm.

Event description:
After removing the port, it was found that the scale of the catheter did not match the actual scale. The measurement at the 5cm mark corresponds to 3.5cm.

Manufacturer narrative:
Note: product reference: (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: batch record file number: 36993442 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in may 2022. Summary of investigation: the involved device, one x-ray picture and a complete questionnaire form were returned for investigation. X-ray picture review: a catheter is well connected to the access port housing with the connection ring. The distal catheter tip is well positioned. The catheter measures around 10 cm and no abnormality are observed or linked with the described event. Visual inspection of the returned device: the catheter and the connection ring are still connected to the exit port cannula of the access port housing. Access port housing: blood traces are present. Several puncture marks are visible on the silicone septum. Catheter: blood traces are present. The catheter measures around 10,6cm and the distal part (which corresponds to the part near to the heart) is tapered. According to the sample and x-ray picture examinations, it allows us to affirm that the catheter was intact during its implantation period and that the whole implanted catheter was forwarded for investigation. No rupture, no missing part is observed on the sample. However, the graduation position is incorrect: the graduation 5 corresponds to 3.5cm. The manufacturing defect is confirmed. Root cause: the incorrect graduation results from production failure: during the positioning of the catheter inside the marking machine. During the 100% visual inspection. Action plans: sensibilization/training of production operators during marking operations on catheters. Conclusion: the complaint is confirmed. A failure during the catheter positioning in the marking machine and during the visual inspection cause the observed defect. This defect is isolated (B)(4). An action has been identified to prevent this type of anomaly. We will follow its efficiency.